Event description:
It was reported that a patient experienced recurrent peritonitis event coincident with peritoneal dialysis (pd) therapy. The cause was not reported. It was reported that the patient visited the hospital, however was not hospitalized for the event. The patient was treated with vancomycin and unspecified antibiotics (dose, route and frequency not reported) for the event. At the time of this report the patient had recovered and pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date, the patient was hospitalized due to the recurrent peritonitis event. Three days after the receipt of this additional information; extraneal and physioneal therapies were discontinued and the patient was transferred to hemodialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.